Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching mid 200 (mg/dl). Customer delivered a bolus and adjusted their pump settings to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.